Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The device was received with minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. There was moisture damage on the electronic assembly and motor.

Event description:
The customer reported that the buttons on his insulin pump were not responding. His blood glucose was 204 mg/dl. The customer stated he was in a rain storm but the insulin pump did not appear to be wet. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.